Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated the insulin pump was exposed to perspiration. Her blood glucose level was 187 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump functioned properly during functional testing. All buttons functioned properly; however, moisture damage was found on keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratch on the display window, a cracked case at display window corners, a cracked reservoir tube lip and ink spots or bleeding on the middle of lcd glass.